Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. Number (B)(4).

Event description:
The customer contact reported a "burnt power cord." At an unspecified time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the patient's family noted sparks coming from the male end of the ac power cord. The nurse was notified. The nurse unplugged the ac power cord from the ac power outlet. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the patient, the patient's family or the nurse. There was no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, charring and melting were noted at the male end of the ac power cord. Though requested, no additional information was provided.